Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself and then would not power back on. The customer advised that they were able to power device back on after approximately 10 minutes. Thereafter, they were able to use the device to complete the care of the patient. The patient, a (B)(6) year old female did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself and then would not power back on. The customer advised that they were able to power device back on after approximately 10 minutes. Thereafter, they were able to use the device to complete the care of the patient. The patient, a 51 year old female did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
The device was not returned to physio-control. Physio-control reviewed the downloaded electronic records and verified the reported issue. The cause of the reported issue could not conclusively be determined. The customer was provided with a replacement device. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself and then would not power back on. The customer advised that they were able to power device back on after approximately 10 minutes. Thereafter, they were able to use the device to complete the care of the patient. The patient, a (B)(6) female did survive. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.